Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of oxidized material is unconfirmed as no issues were observed on the returned sample. One sealed replacement connector for 4 fr groshong nxt, one suture wing, one sealed statlock device, and one sealed introcan safety IV catheter. Gross visual observation of the connector packaging revealed no apparent issues with the seal. No evidence of rust or foreign material was observed on the connector after package opening. Microscopic observation of the connector stem did not reveal any ¿rust¿ residue or foreign material. The connector was flushed with water and no apparent issues were observed. A lot history review (lhr) of recv2779 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the operator was ready to replace the model, it was found that the metal handle was with obvious signs of rust after the new product was obtained. It was not used on the patient.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2779 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the operator was ready to replace the model, it was found that the metal handle was with obvious signs of rust after the new product was obtained. It was not used on the patient.